Event description:
It was reported that the customer had received a no delivery alarm twice in 2 days. Customer stated that he had to eat and could not complete troubleshooting at this time. Customer stated that there were no kinks in the line and the site looks fine. Customer rewound the pump. Customer was advised to call back after his meal. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.